Event description:
The pt got out of bed unattended and fell. Later that day the pt was sent to the hosp for examination and it was determined that they had fractured their hip. The pt died one week later.